Event description:
It was reported that "in or about may 1997, pt underwent surgery at hospital, for insertion of sling. Subsequently, sling was removed due to its failure." It was reported that the pt "sustained serious and permanent physical injuries, pain and suffering..." There is no further info available and the sling is not available for evaluation.